Event description:
It was reported that a bottom cover fell off of a central axis in or 1 during a procedure and struck a patient. No reported injuries or subsequent infection was reported.

Manufacturer narrative:
Hospital reported that a third party had worked on the cables in the arm system prior to the cover falling. They suspected that the cover had not been reinstalled correctly.